Event description:
It was reported through clinic notes that the patient had a fall and felt the generator flip in her chest. She went to the emergency room and had x-rays performed. The staff then flipped her generator back over. After this fall, she began experiencing shocking sensations from her chest moving upwards in to her neck. The physician noted that since the patient had experienced significant weight loss, the generator pocket was suspected to have opened up, causing the generator to move and flip all the time and causing the patient quite a bit of discomfort. The physician was able to palpate and move the generator freely around. The physician was concerned that the movement of the device has caused the lead to become slightly disconnected from the generator. Diagnostics taken that date were within normal limits. The physician recommended a replacement and pocket revision as he believed the device would need to be replaced in the next year due to complications and battery being at end of life. An implant card was received indicating that the generator was replaced prophylactically. The suspect product has not been received to date. No additional information has been received to date.

Event description:
The suspect generator was received. Product analysis was completed and no anomalies were found. The device performed according to functional specifications. No additional information has been received to date.